Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during a port placement, the catheter tip is migrated in the right atrium. The patient status was unknown.

Event description:
It was reported that during a port placement, the catheter tip is migrated in the right atrium. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, 9 electronic photos were provided for review. The investigation is inconclusive for the reported migration issue as the photos did not show any evidence of a break at the catheter tip and the tip of the catheter appears to be intact. Also, the exact circumstances at the time of the reported event cannot be confirmed from the provided photos.a definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 05/2024),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.